Manufacturer narrative:
The koh-efficient-rumi was not returned to coopersurgical for evaluation and unfortunately the actual size is unknown. A query of our complaint database did not reveal any type of product trend for pneumo being lost during the procedure. Coopersurgical visited dr. (B)(6) for a discussion regarding the koh-efficient-rumi and it was determined that the vaginal lacerations that required suturing may have been related to the cup size used during the procedure. (B)(4).

Event description:
While using the koh-efficient-rumi the doctor reported that pneumo had been lost and there were vaginal lacerations that had to be sutured.